Event description:
It was reported that during a procedure, the shutter test failed. Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a procedure, the shutter test failed. Due to this, the procedure was cancelled. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of the device history record (DHR) and service history record (shr) was performed and confirmed that the device was shipped on (B)(6) 2020, and the event occurred more than one year after installation, beyond the products one-year warranty period. Given the extended time in use after distribution, the issue is considered more likely due to use-related wear or field conditions rather than a potential manufacturing or design issue at the time of release. Therefore, a DHR review was not conducted. A risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device instructions for use (IFU) was completed and the IFU states that the laser system features a safety shutter that prevents the treatment beam from exiting the laser system. The safety shutter opens only when the laser system is in ready mode and the footswitch is pressed/if any of the electronic system monitors detect a fault condition, laser emission is disabled. The high voltage power supply disables, the safety shutter closes, and the footswitch disables. There was no issue noted with translation, wording, or graphics during the revision of the IFU. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.